Manufacturer narrative:
Approximate age of device: 57 days. Previous report of gi bleeding is covered under manufacturer¿s medwatch # 2916596-2015-00124. The patient remains ongoing and continues on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient continued to experience gi bleeding. The patient¿s hemoglobin level was 6.3 g/dl and stool was hemoccult positive. The patient was given 2 units of packed red blood cells. The patient was on coumadin and asa. The lvad was reportedly functioning as expected. A capsule study was performed which showed some bleeding in the late small bowel. A colonoscopy found multiple ulcerations but there was no active bleed due to dropping the patient¿s international normalized ratio to 1.6 before the procedure. On (B)(6) 2015, the gi bleeding resolved. The patient continues to be monitored.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The patient remains ongoing on lvad support and no further issues have been reported. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.